Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The user could ligate without problem during the surgery. However, according to the user, when opening the handle, he/she felt loose/light, so the inner shaft came out of the outer shaft.

Event description:
The user could ligate without problem during the surgery. However, according to the user, when opening the handle, he/she felt loose/light, so the inner shaft came out of the outer shaft.

Manufacturer narrative:
(B)(4). The sample was returned. During visual and functional examination, it was found that the pull rod is deformed on the distal end. The locking mechanism of the insert and the shaft is worn, so the insert easily jumps out of the locking mechanism. On the handle we found no malfunction. Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. 100% functional test at final inspection found good. In summary, the root cause has been determined to be too much force to the handle during use and wearing at the insert. No further measures will be initiated by the manufacturer.